Manufacturer narrative:
(B)(4). Date sent 10/14/2024. D4 batch #805c36. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gcflgg reload present. The sled was received in the home position; however, six double drivers and five single drivers were noted up without staples on the proximal end, this condition was most likely due to the premature sled movement. The condition of the driver's up shows that reload was partially fired 1/3 causing the reported event. However, it is possible that the reload was manipulated, and the sled was manually returned to its home position. No functional test was performed due to the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 805c36, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Partially fire was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, could not fire farther after fired a half. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2024 corrected data: b3 additional information received: event date should be 1-aug-2024.